Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Sixteen days after the onset, the patient was hospitalized for peritonitis. It was not reported if the patient was treated for peritonitis. The patient¿s outcome was not reported. At the time of this report, pd therapy was ongoing; however, it was reported that the hospital is considering changing the connection site and the patient will be in the hospital for another couple of days. No additional information is available.